Manufacturer narrative:
The manufacturing location for this product is (B)(4). Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cap of bd¿ pen ii omnitrope was not twisted, so the medicine could not be dispensed.

Event description:
It was reported that a cap of bd¿ pen ii omnitrope was not twisted, so the medicine could not be dispensed.

Manufacturer narrative:
Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample provided did not include part of the actual pen, the vial retainer, investigation cannot be performed as a complete sample is required to investigate further. Unconfirmed, no issue observed.